Event description:
During stent deployment, the physician obtained retrograde tibi-peroneal access and attempted to extend the stent into hunter¿s canal. The physician stated, ¿felt like the stent wasn't fully opening" . A guidewire could not be advanced through the newly placed stent, although imaging suggested it was open. Multiple attempts were made to cross the stent, including the use of a balloon, without success. Pushing the stent resulted in deformation, causing the stent to collapse/crush into itself. The procedure was discontinued, and a second procedure was scheduled for two weeks later, (B)(6) 2026. Details of access sheath used (name, fr size, length)? 6fr terumo slender. What was the target location for the stent? Sfa (superficial femoral artery). Was the device used percutaneously? Yes. Was pre-dilation performed ahead of placement of the stent? Yes. What was the access site chosen? Common femoral artery with retrograde. Was a stent previously placed during previous procedures? No. Did the patient exhibit difficult anatomy? Heavily calcified. Was the approach ipsilateral or contralateral? Ipsilateral retrograde access. What intervention (if any) was required? Additional procedure scheduled for (B)(6) 2026. Were any other defects (other than the complaint issue) observed on the delivery system prior to return (e.g., kink)? No. Was there evidence of post deployment stent compress or deformation? Crushed/deformed into itself, due to the pushing. Was the delivery system able to be advanced to the target site easily/with no resistance? Yes. Was post dilation performed after the placement of the stent? Yes. Was the stent fully deployed from the delivery system prior to removal of device? Yes. Was the stent being placed through the side wall of a previously placed stent? No.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.